Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of a chronic thoracic type b dissection using a gore® tag® conformable thoracic stent graft with active control system. Upon implantation of gore® tag® conformable thoracic stent graft with active control system, blood flow of the left subclavian artery decreased. It was observed that the blood pressure of the left arm also decreased. For treatment, a stent was implanted in the left subclavian artery. The blood flow of the left subclavian artery improved. The patient tolerated the procedure. The physician stated that the gore® tag® conformable thoracic stent graft with active control system was implanted more proximally than expected, as a result of attempting to ensure the proximal landing zone.

Manufacturer narrative:
"Other" was selected as the medical device remains implanted. Return not possible. (B)(4).